Event description:
Boston scientific crm received information that this right atrial lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.